Event description:
No additional information from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the tip of the insertion part was deformed and there was a hole in the outer tube. Also, the plastic sheath was frayed at the distal end side. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: cause not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device needle was bent upon insertion during an endobronchial ultrasound (ebus) therapeutic procedure. The procedure was completed using the same device. There were no reports of patient harm or injury.